Event description:
It was reported that the customer had high blood glucose levels of 128 mg/dl. It was reported that the customer removed the sensor of the insulin pump but a piece of the sensor was missing. The customer reported that the needle of the sensor was not intact and was missing. The customer reported that is not known whether the sensor needle was fractured but it does appear to be missing after removal from the body. The customer also reported minor inflammation at the insertion site. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.